Event description:
On (B)(6) 2021, the patient expired. The cause of death was reported as complications from intestinal infection.

Manufacturer narrative:
Reference record (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced abdominal pain and inflammation and was hospitalized on (B)(6) 2021. On (B)(6) 2021, it was reported that the patient was diagnosed with duodenitis. The patient is being treated with unspecified analgesics and intravenous antibiotic medications.